Event description:
It was reported that (1) device was used during a laparoscopy. It was reported by the affiliate that the 578sd diaphram was torn and the laparoscope lens went into the trocar with difficulty. Another instrument was used to complete the case. There was no consequence to the pt.